Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 15-dec-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported complaint. Fse checked the error logs and noticed that once in a while the customer would get a high pressure on the g8. Fse did not find any clots on the instrument, but noticed that the filter was on backwards. Fse showed the customer how to install the filter and also a drain flush on the g8. After changing the filter, fse ran quality controls (qc). The results were within acceptable range. Fse then watched the customer run patient samples to ensure the pressure was stable at 9.10 mpa. The result was stable pressure and no errors observed. The g8 instrument was performing as intended. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 13-nov-2016 through 13-dec-2017 for similar complaints was performed. There was one similar complaint identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, provides guidance on error 100 pressure high: the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. Chapter 6 also added in the "status monitoring errors" table that the countermeasure is for customer to inspect for clogging at column and filter. The most probable cause of the reported event was due to the filter was put on backwards.

Event description:
On (B)(6) 2017, customer reported getting 100 pressure high error on the g8 instrument. On 15-dec-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.